Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose level was 116 mg/dl. The customer stated that 3 weeks ago, he received his first battery out limit, and it had reoccurred a few times. The customer stated that there is a crack on the pump near the battery cap. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.